Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle cannula broke off. The following information was provided by the initial reporter : the insulin bottle's stopper could not be penetrated when attempted to be used and after examination the needle in the cap was found to be shorter than before use.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Appearance and needle length of np end were inspected for 7pcs retention parts, all results passed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Base on investigation above, the certain cause cannot be concluded at the moment. H3 other text : see h10

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle cannula broke off. The following information was provided by the initial reporter : the insulin bottle's stopper could not be penetrated when attempted to be used and after examination the needle in the cap was found to be shorter than before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.